Event description:
IV fentanyl was running on IV pump. Rn noticed a puddle on the floor under the pump. Upon inspection, a small hole was found at the top of the pump tubing that inserts into the pump. An unknown amount of fenantyl was wasted onto the floor and the patient did not receive pain medication for an unknown period of time.